Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited intermittent flashing of images and was unable to display relevant information. The issue occurred during inspection for use. There were no reports of patient involvement.